Event description:
It was reported, the pt's leads were "starting to be exposed through her skin". The pt's health care provider (hcp) decided to explant the leads and extensions, but left the implantable neurostimulator in. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.